Event description:
It was reported that the meshgraft ii is not meshing properly. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Device was found to be in calibration, however, a sample graft using esmark bandage did not mesh properly. During eval it was observed that the sideplate screws were bent, the cutter and rachet gear worn and coller was outdated. The device was repaired according to procedure and returned to the customer. Device was purchased in june 1990. Repair records indicate that the device has only received calibration and preventive maintenance service at zimmer osp once in may 1996. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy."